Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple malfunction alarms. Customer's blood glucose levels were 69 mg/dl to 220 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.